Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that failures occurred when attempting to eject pockets in full height drawer 4, likely due to a faulty or damaged flat flex cable or debris obstructing the connections. A field service engineer removed the drawer, replaced the flat flex cable, reinstalled the drawer, and ran the hardware test application (hta) again. All connections were checked, and debris was cleared to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a failed drawer or pocket did not clear after the cubie was removed from the pyxis. The customer restarted the station, and it is still showing that the pocket has failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.